Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7338989, expiration date: 2022-11-30, manufacture date: 2017-12-04. Medical device lot #: 8043907, expiration date: 2023-01-31, manufacture date: 2018-02-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd luer lok¿ syringes with needles were found with multiple issues. "The customer reported two of the syringes with a damaged stopper have crooked needles. The customer stated three of the syringes are still enclosed within their package. The customer reported one of the syringes leaked during use and the veterinarian was exposed to droplets of the boehringer ingelheim vaccine. There was no medical intervention performed from the exposure to the vaccine." There was no report of injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes. Investigation summary: a total of 5 samples were received: 1 loose used 3ml syringe and 4 sealed packages ¿ 3 packages from batch #7338989 and 1 package from batch #8043907 (p/n309572). All samples were visually evaluated. The 1 loose syringe appeared to have an insecure stopper ¿ it was only partially attached to the plunger rod tip. It had liquid residue in the fluid path, around the stopper and behind the stopper. The 1 packaged sample from batch 8043907 was taken out of the package and closely evaluated. No stopper defects were observed. The needle was unshielded ¿ needle was observed to be slightly angled from the hub. The 2 packaged samples from batch 7338989 were taken out of their packages and closely evaluated. No stopper defects were observed. Excess silicone was observed in one syringe. The needles were unshielded ¿ both needles were observed to be slightly angled from the hub. The last package from batch 7338989 was confirmed to be sealed and empty of product. (1) potential root cause for the insecure stopper defect is associated with the assembly process. (2) potential root cause for the empty package defect is associated with the packaging process. (3) potential root cause for the bent needle defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified a device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation summary: a total of 5 samples were received: 1 loose used 3ml syringe and 4 sealed packages ¿ 3 packages from batch #7338989 and 1 package from batch #8043907 (p/n309572). All samples were visually evaluated. The 1 loose syringe appeared to have an insecure stopper ¿ it was only partially attached to the plunger rod tip. It had liquid residue in the fluid path, around the stopper and behind the stopper. The 1 packaged sample from batch 8043907 was taken out of the package and closely evaluated. No stopper defects were observed. The needle was unshielded ¿ needle was observed to be slightly angled from the hub. The 2 packaged samples from batch 7338989 were taken out of their packages and closely evaluated. No stopper defects were observed. Excess silicone was observed in one syringe. The needles were unshielded ¿ both needles were observed to be slightly angled from the hub. The last package from batch 7338989 was confirmed to be sealed and empty of product. (1) potential root cause for the insecure stopper defect is associated with the assembly process. (2) potential root cause for the empty package defect is associated with the packaging process. (3) potential root cause for the bent needle defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified a device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd luer lok¿ syringes with needles were found with multiple issues. "The customer reported two of the syringes with a damaged stopper have crooked needles. The customer stated three of the syringes are still enclosed within their package. The customer reported one of the syringes leaked during use and the veterinarian was exposed to droplets of the boehringer ingelheim vaccine. There was no medical intervention performed from the exposure to the vaccine." There was no report of injury, or medical intervention.